Event description:
Dealer reported that the filters keep coming out with holes on them. The holes are from the lid. The lid seems to be imprinting on the filter.

Manufacturer narrative:
No similar complaints have been recorded for md344, lot 2508104. DHR has been reviewed, no discrepancies noted. Returned samples show, holes that were made post sterilization. Post sterilization holes do not appear to be related to the manufacturing process.